Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 496 mg/dl. Customer's current blood glucose level was unknown mg/dl. Customer stated that high blood glucose was said to be because of his food and drink from last night vs the bolus intake miscalculation. Patient was not blaming the insulin pump for the high blood glucose for now. Patient already had a calibration not accepted in his current sensor. Patient was already due to calibrate now due to high blood glucose. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.